Event description:
Surgeon special order a left radius forearm from tissue center with assistance of a third party vendor. Cryoprserved package from tissue center presented by third-party vendor labeled left radius forearm. Package confirmed by surgeon and vendor rep prior to surgery. Then vendor agent confirmed bone package with tissue center. Pt in or suite and procedure begins. Intraoperatively sterile-sealed and labeled package opened and bone found not to be a left radius as ordered and labeled but in fact a right radius in error. Problem: incorrectly labeled allograft package based upon actual contents. Was to be a left radius forearm as labeled and not a right radius forearm as found within. Outcome: pt recovered on that date. Returned to or at a later date upon the arrival of the correct allograft from the tissue center. No lasting effects or complication from either surgery. Tissue center and vendor advised on date of event of packaging and contents error.